Manufacturer narrative:
Patient information is not available for reporting. This report is for one (1) unknown tfna nail. (Other): without a valid part and lot number, the UDI is not available. (Therapy date): original implant date is reported as (B)(6) 2016, exact date is unknown. Device remained implanted in the patient, as such explant date is not applicable. Complainant part is not expected to be returned for manufacturer review/investigation, as part remained implanted in the patient. PMA (510k#): unknown, as specific part and lot numbers for nail is not provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a trochanteric fixation nail advanced (tfna) revision surgery of the right proximal femur was performed on (B)(6) 2016. The original implant was done in (B)(6) 2016 (exact date is unknown). Postoperative x-rays taken on an unknown date revealed that the helical blade has backed out 100% from the nail and that the top of the nail is broken. A proximal femur plate and three corresponding screws, 4.5 cortex screws and 5.0 locking screws, are slated to be implanted in the patient. The surgeon removed the helical blade and disposed of the device at the hospital. Hardware removal was done due to pain. No other devices were removed from the patient. Concomitant device reported: 5.0 mm locking screw (part #-unknown, lot #-unknown. Quantity 1). This report is for one (1) unknown tfna nail. This is report 2 of 2 for (B)(4).